Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. The fse inspected all lead connectors, performed full calibration, functional and safety checks to meet factory specifications, and found no damage or issues. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not display a blood pressure waveform. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not display a blood pressure waveform. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, component codes, health effect - impact codes), h10.